Event description:
It was reported that pump displayed malfunction alarm with code malf 06, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and call back if malfunction alarm returned, which customer understood and acknowledged.